Manufacturer narrative:
Device is still implanted.

Event description:
The manufacturer was notified on 07 oct 2016 about mitroflow prt size 21 valve serial (B)(4) that was implanted on (B)(6) 2012. Echo of valve in (B)(6) 2016 shows early svd with central and perivalvular leaks. The valve is still implanted. No further information provided.

Manufacturer narrative:
Device received nov 16, 2016. Gross exam completed nov 22, 2016. Design history record reviewed jan 31, 2017. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla21, s/n (B)(4), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the sample from this valve, may also lead to leaflet tearing. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided.